Manufacturer narrative:
This report is being supplemented to provide device evaluation and lab results. Additionally, to provide correction to the initial with information inadvertently left out (g2) and to update field (h3 and h6). The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported patient infections. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jan 02, 2024. Sampling from: distal end & elevator mechanism positive. Bacterial identification: streptococcus infantis. Sampling from: distal end & elevator mechanism. Positive. Bacterial identification: staphylococcus epidermidis. Sampling from: instrument/suction channel. Positive. Bacterial identification: bacillus pumilus and bacillus safensis. Sampling from: instrument/suction channel. Positive. Bacterial identification: staphylococcus epidermidis. Sampling from: distal end & elevator mechanism. Positive. Bacterial identification: staphylococcus hominis. Sampling from: distal end & elevator mechanism. Positive. Bacterial identification: staphylococcus epidermidis. Sampling from: instrument/suction channel. Positive. Bacterial identification: bacillus mojavensis. Sampling from: instrument/suction channel. Positive. Bacterial identification: bacillus mojavensis. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide information from the legal manufacturer¿s further investigation findings. Based on the results of the further investigation, regarding the positive culture test (sent by olympus for third-party culture testing), a relationship between the subject device and the positive culture test could not be identified. Furthermore, the following expert opinion was determined by olympus: when an array of bacterial contaminants is present, it is indicative of poor reprocessing and user handling. This species of bacillus is a classic sign of contamination from transport or storage; while staphylococcus can be a skin-indicator, as it is grouped with numerous species of its own genus plus streptococcus. It is likely patient residue. The condition of the scope does not appear to have contributed to typical contamination. Also, the visual inspection of the device showed evidence of a film of some substance (pointing to possible poor reprocessing). It remains unclear whether the endoscope was the source of patient infection due to insufficient patient information. However, although olympus (s&c) detected microorganisms, it does not determine a relationship to the reported patient infection.

Manufacturer narrative:
The device was returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00373.

Event description:
The customer reported that multiple patients had septic outcomes when using an evis exera iii duodenovideoscope for an endoscopic retrograde cholangiopancreatography (ercp). The therapeutic procedure was completed with the same device. Additional information regarding treatment/medical intervention was requested but not available at this time. This report is linked to patient identifiers: (B)(6).

Event description:
The user reported that a positive in culture test was not confirmed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (updated b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.